Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the chest using coolcurve applicator and may have developed paradoxical adipose hyperplasia in the treated area. The patient first noticed symptoms approximately six months after treatment. The treated area was described as getting bigger than before the treatment.

Event description:
Duplicate to cn-(B)(4). A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the chest on (B)(6) 2020 using the cool curve and presented with ph.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of previous medwatch report a correction was noted in section h10. Corrected statement is the following : subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00039-00.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00147-00.

Event description:
Duplicate to (B)(6). A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the chest on (B)(6) 2020 using the cool curve and presented with ph.

Manufacturer narrative:
Corrected data: d1, d4, g1.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.